Event description:
It was reported that this right atrial (ra) lead had exhibited pocket infection. Reportedly, the patient was admitted had a left extremity thrombus, moreover the patient experiencing pain, discomfort, swelling and blood loss. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.